Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, bleeding continued. Manual arterial compression was applied to achieve hemostasis. The operator was not specified; therefore, it is not known if the operator was trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.